Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on an unspecified date was between 400-600 mg/dl with extreme thirst and strong, fruity breath. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and they remained on pump therapy. It was reported the pump¿s basal rate settings were recently changed by a healthcare provider. During troubleshooting, animas customer technical service determined the blood glucose excursion was due to improper cartridge filling technique that caused air bubbles in the insulin and a reported gastritis condition may have contributed to the reported health event. This complaint is being reported because the alleged hyperglycemia was attributed to a use error. There was no allegation or indication of pump malfunction.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.